Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The lesion was located in a 70-80% stenotic and diffusely diseased saphenous vein graft to the obtuse marginal branch (om). The 32mm x 4.50mm liberte' monorail stent delivery system was prepped and placed over the guide wire. According to the customer, "as the physician was advancing the stent over the wire and towards the body, the shaft bent. The physician stopped and visually inspected the stent shaft, then proceeded again to advance it toward the body. As he pushed it over the wire toward the body, the shaft broke into two pieces at the site of the previous bend. It was removed and replaced before ever entering the patient's body." No patient complications were reported. Patient status is reported as "okay".